Event description:
A surgeon reports the intraocular lens (iol) was half way out of the injector when a decision was made to abort the insertion. There was no haptic breakage or iol damage. Enlargement of the incision was requied to accommodate removal and replacement of the lens.